Event description:
It was reported to quest medical that there was an mps delivery set that was allegedly leaking blood at the bottom of the machine, by the door. It was confirmed that there were no patient complications.

Manufacturer narrative:
The sample was received and investigated by quest medical. The leaking was confirmed at the point where the bushing and the tubing were bonded. The suspected root cause of the leak was confirmed to be insufficient solvent bonding between the tubing and the bushing. The supplier of the tubing has already been notified and issued a scar to address the issue. Quest will continue to monitor complaint trends for this complaint condition. Quest has concluded its investigation.